Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that this occurred when the tip cover area was exposed to high temperatures due to some factor during the use of the device and instrument. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis lucera gastrointestinal videoscope exhibited a burn on the plastic distal end cover. There was no patient involvement.